Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No unexpected motor error alarms noted. Unable to confirm alarm in alarm history screen due to overwritten history file. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The motor was tested outside of the insulin pump and passed. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
It was reported the insulin pump alarmed motor error during bolus. Customer's blood glucose was 130 mg/dl. The device was not exposed to high magnetic field. Alarm was cleared customer was advised to disconnect from the device. The device has alarmed motor error four times in the last month. The device had also alarmed motor position encoder error. Customer does not use the sensor feature on the device. Customer was unable to rewind the device. No further information reported.